Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient had shocking sensation 1 - 2 times per week at random and she had a return of symptoms for about a month. It was noted that there were no fall or trauma associated with this event. Impedances were tested and the following results were reported: c - 3 >4kohms, 0<(>&<)>1 72ohms, 0<(>&<)>2 87ohms, 0<(>&<)>3 76ohms, 1 <(>&<)>2 87ohms, 1<(>&<)>3 79ohms, 2<(>&<)>3 50ohms. It was stated that these were tested at 2.0volts and 360pw. The manufacturer representative reported that he has exhausted the pre-planned programs, but the patient was not getting therapy. There were no further complications or anticipations reported with this event.